Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was located in a severely calcified and severely tortuous unspecified vessel. The 3.0 x 15mm nc quantum apex balloon catheter was advanced, and with resistance crossed the lesion. The balloon was inflated and ruptured on the 1st inflation. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).